Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("medical device removal /twin pregnancy") and foetal death ("spontaneous vaginal delivery of 17.5-week iufd") in a 44 year-old female patient who had essure inserted (lot no. C06472) for female sterilisation. Product or product use issues identified: device ineffective ("medical device removal /twin pregnancy"). The patient had a medical history of dysmenorrhea, pelvic pain, leiomyoma and menometrorrhagia in 2021, c-section (y- x 1), preterm labor (y- 35-week, 37 week 25 weeks 17 weeks), hypertension, uterine fibroid, diabetes, abortion spontaneous (yes x1), elective abortion (yes x2), multiple allergies (no known drug allergies) and cesarean section (25-week twins) in 2014 and premature rupture of membranes, twin pregnancy, nickel allergy and obesity (bmi 33.398). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus, total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Foetal death occurred on an unknown date. At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered foetal death and pregnancy with contraceptive device to be related to essure administration. The reporter commented: trailing coils: left -2, right-2 discrepancy noted for start date, earlier it was reported (B)(6) 2014 and now updated to (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.398 kg/sqm. [Pathology test] on (B)(6) 2021: diagnosis: a. Uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): - leiomyomata (some with degenerative changes) - benign endometrium - chronic cervicitis - right fallopian tube with salpingitis isthmica nodosa - left fallopian tube with salpingitis isthmica nodosa and benign para tubal cyst gross description: uterus, cervix and bilateral fallopian tubes" and consists of a hysterectomy specimen with bilateral fallopian tubes. The right fallopian tube measures 4_5 cm in length and 0_6 cm in diameter. The fimbriated end is identified. The left fallopian tube measures 4 cm in length and 0.6 cm in diameter. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device, foetal death &device ineffective. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Event medical device removal is replaced with pregnancy with contraceptive device, foetal death &device ineffective reporter information added, lot no added, medical history added, lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("medical device removal /twin pregnancy") and foetal death ("spontaneous vaginal delivery of 17.5-week iufd") in a 44 year-old female patient who had essure inserted (lot no. C06472) for female sterilisation. Product or product use issues identified: device ineffective ("medical device removal /twin pregnancy"). The patient had a medical history of dysmenorrhea, pelvic pain, leiomyoma and menometrorrhagia in 2021, c-section (y- x 1), preterm labor (y- 35-week, 37 week 25 weeks 17 weeks), hypertension, uterine fibroid, diabetes, abortion spontaneous (yes x1), elective abortion (yes x2), multiple allergies (no known drug allergies) and cesarean section (25-week twins) in 2014 and premature rupture of membranes, twin pregnancy, nickel allergy and obesity (bmi 33.398). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus, total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Foetal death occurred on an unknown date. At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered foetal death and pregnancy with contraceptive device to be related to essure administration. The reporter commented: trailing coils: left -2, right-2 discrepancy noted for start date, earlier it was reported 22 sept 2014 and now updated to 12 sept 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.398 kg/sqm. [Pathology test] on 17-dec-2021: diagnosis: a. Uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): leiomyomata (some with degenerative changes), benign endometrium, chronic cervicitis, right fallopian tube with salpingitis isthmica nodosa, left fallopian tube with salpingitis isthmica nodosa and benign para tubal cyst; gross description: uterus, cervix and bilateral fallopian tubes" and consists of a hysterectomy specimen with bilateral fallopian tubes. The right fallopian tube measures 4_5 cm in length and 0_6 cm in diameter. The fimbriated end is identified. The left fallopian tube measures 4 cm in length and 0.6 cm in diameter. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device, foetal death &device ineffective. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2663 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2663 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.